Event description:
It has been reported to philips that the customer experiences structural problems with setting up and accepting the anti virus exclusions for iscv (intellispace cardiovascular) required by philips. The hospital indicates that anti-virus exclusions always pose a risk from their security and compliance perspective, especially given their responsibility for patient data and continuity of care. Philips has started an investigation of this complaint (B)(4).